Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device failed flow accuracy test during a regularly scheduled preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Omit: a08 - calibration problem (2890),b17 - device not returned,c20 - no findings available,d15 - cause not established. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd service.

Event description:
It was reported that the device failed flow accuracy test during a regularly scheduled preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex g code.

Event description:
It was reported that the device failed flow accuracy test during a regularly scheduled preventive maintenance. There was no patient involvement.

Event description:
It was reported that the device failed flow accuracy test during a regularly scheduled preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information : imdrf annex a, c, d,g codes, remedial action required and remedial action #.